Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient has adaptive stimulation enabled, and that stimulation went from 2.8 to 2.0 on it¿s own. The patient changed stimulation and waited and then it all of a sudden changed. The patient didn¿t want to troubleshoot, and wanted adaptive stimulation turned off, so the adaptive stimulation was turned off. The issue was resolved at the time of the report. There were no further complications reported or anticipated.